Event description:
New information received notes that lead dislodgement was confirmed. The patient was very symptomatic.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-11141. It was reported that the patient presented to the emergency room after inappropriate shocks were delivered by the implantable cardioverter defibrillator (ICD). The cause of shock was over-sensing the of atrial and ventricular signal. Tachycardia therapy was deactivated, and the patient was scheduled for right ventricular (rv)lead revision. The lead was capped and replaced due to over-sensing on (B)(6) 2025, and the device was explanted for upgrade. The patient was stable.